Event description:
It was reported that the physician observed high right ventricular (rv) impedance. Physician chose to surgically abandoned the right ventricular (rv) lead during the cardiac resynchronization therapy defibrillator (crt-d) replacement procedure. Lead was replaced successfully. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.